Event description:
Two vt-ns (ventricular tachycardia, non-sustained) episodes, most recent on (B)(6) 2023, p/r-wave occurring @ times at the same time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5152564.